Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false downstream occlusion alarm. Service evaluation verified the false downstream occlusion alarm. The cause was identified to be the downstream tubing guide was damaged and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a false downstream occlusion alarm. No additional information is available.